Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge on the pump, ensuring drops of insulin were visible at the end of the tubing, and helped them resume insulin use. Additionally, the caller was educated about using cartridges as single-use products and acknowledged understanding.